Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The medical center reported that trigger was not working of the vasoview hemopro 2. The cautery not working right away when the trigger was activated. It was stated that it took a few seconds to cauterize and then would start to work. The generator would start to beep and the device would work but it was not instant as it usually is. The procedure was finished by the same device.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/04/2026. An investigation was conducted on 02/10/2026. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed on the closed and opened jaws. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The blue toggle was manipulated to open and close the jaws. The jaws were able to be opened and closed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- jaws" was not confirmed. The lot # 3000513084 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Summary: the hospital reported that during the procedure the trigger of the vasoview hemopro 2 was not working. The cautery not working right away when the trigger was activated. It was stated that it took a few seconds to cauterize and then would start to work. The generator would start to beep and the device would functioned but it was not instant as it usually is. The procedure was finished by the same device. No patient harm was reported.